Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was changing the battery due to a keypad issue. The customer's blood glucose at the time of incident was 354 mg/dl. Customer states that the pump was on her hip while she was working out and that sweat might have damaged it. Troubleshooting was initiated for the battery out limit and keypad anomaly. The customer was instructed to rewind the pump but the keypad was not responding. The customer was unable to clear the battery out limit alarm due to the unresponsive keypad. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. No products were returned and a replacement pump was shipped to the customer.